Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he was attempting to insert the reservoir and was having issues inserting it. Customer stated he was connected to the device when he was attempting to inserted it without rewinding. Customer accidently administered 200 units of insulin. Customer's blood glucose was 167 mg/dl at the time of the incident and current was 268 mg/dl. Customer was advised to check blood glucose every 15 minutes and it was dropped rapidly. From 268 mg/dl it lowered to 182 mg/dl, then 142 mg/dl and last known was 77 mg/dl. Company representative called paramedics. Once they arrived the paramedics hung up the phone and it is unknown what paramedics did. Customer is not returning the device for further analysis.